Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during catheter maintenance, the solo PICC catheter ruptured. The customer reinserted the catheter into the patient, resulting in the use of an extra set of tubes. No other information was provided.